Event description:
It was reported that during implant in (B)(6) 2012 there were high impedances (>4000 ohms), and the lead was not working properly. About 1.5 months later the lead did not work at all, and it was going to be replaced "soon." There was no patient injury and the patient was "ok." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information. The lead was replaced. During the revision it was observed the extension was 'quite' short, so it pulled 'a bit' at the electrode. The patient was doing 'well' after the revision.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 3487a-33, lot# 0205649927, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead.

Manufacturer narrative:
(B)(4).